Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl574t - challenger ti-p sm-ligat.clips 12 cartr. According to the complaint description, the pre-test worked well but there was constant jamming problems without being loaded normally when the 3rd clip was fired. There would have been no damage to the patient. It was replaced by a new one. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).